Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while filling the tubing during manual prime. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and assisted customer with priming. Customer's blood glucose was unknown at the time of incident. Customer indicated that they would replace the set and reservoir to attempt to eliminate the manual prime alarm. Customer was advised to monitor use of the device per doctor's instruction.